Event description:
Smartsite low sorbing infusion set (ref# (B)(4) tubing attached to 0.22 micron filter became loose then detached. We are unsure of lot number (we found two lot numbers in pharmacy, but unsure. Found two lots on site (160015698 exp (B)(6) 2019 and 16026753 and (B)(6) 2019). At the time of this report waiting to hear back from carefusion customer advocacy.